Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow-up. Upon interrogation the episodes post-paced and post-sense t-wave were noted. Possible pvc and noise due to non-sustained rv oversensing was also seen. It was noted that t-waves significantly increased due to possible patient's change in diet and medication. Chest x-ray and pocket manipulation was suggested. Programming changes were made, but did not resolve the issue. The lead was explanted and replaced.